Manufacturer narrative:
Follow-up #1: date of submission 10/27/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/13/2015 with the following findings: during investigation, the battery compartment was cracked on the side of the battery compartment from the threads traveling down towards the case seal and at the battery compartment threads above the bumper traveling to the bumper. Unrelated to the original complaint, the battery cap was damaged and unable to be securely attached to the pump. A test cap was used during this investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was noted that there was damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.